Manufacturer narrative:
This file was originally incorrectly filed under registration number 9617604-2025-00166. The date of that submission was 03-mar-2025. Device evaluation: one device was received for device analysis. Visual inspection found no damage or anomalies. Functional testing performed and a leak was observed between the anti siphon valve and y-site. Along with the observation of movement at connection. The customer reported complaint was confirmed. The probable cause is due to insufficient solvent coverage application during manufacturing.

Event description:
It was reported that the device started to leak. The patient did not receive their IV treatment for 2 hours in the night, and they experienced seizures that stopped with the change of tubing. Per the reporter there was no serious consequences that required an intervention by a doctor.